Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after breakfast despite announcing the meal, with fingerstick glucose reaching 481 mg/dl; the infusion site was removed with substantial bleeding, insulin delivery was paused, a manual subcutaneous insulin injection was administered, and a supply change was performed during which drops were initially not observed until new supplies were installed, after which drops were seen and the change was completed; the user was later 363 mg/dl and trending down and remained asymptomatic. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user or caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.